Event description:
Rptr noted occlusion during sculpting, then detected corneal burn. Changed tip and handpiece to complete procedure. Pt was reportedly recovering well from burn, but has since expired due to previous med problems.